Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that the customer experienced high blood glucose of 600 mg/dl the day before. Customer's husband treated with insulin pen, changed the infusion set and called the doctor. Current blood glucose was 88 mg/dl. The drive support cap is recessed. Nurse stated that the settings were changed on (B)(6) 2015 and declined to check them. They declined to check for site/set issues. No insulin leak was found and insulin is not expired. The insulin pump passed the high pressure test and selftest. It was advised to change the entire infusion set and reservoir and call back if issue persists.